Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data and discovered that the calibrator was prepared improperly by the customer and the customer did not run quality controls (qc) properly before accepting the calibration. The customer then prepared the calibrator properly, recalibrated, and reran patient samples which then resulted as expected. The cause of the discordant, falsely elevated ca results is a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium (ca) results were obtained on two patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument after recalibration, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca results.